Manufacturer narrative:
Investigation summary : a device history record review was completed for provided material number 301033 and lot number 0115978. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show two syringes. One of the syringes has the scale marking issue, but the graduation of the scale is legible and acceptable. It could be possible for this defect to occur if the dr. Blade is not perfectly flat. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 9 syringe 30ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: material no: 301033 & batch no: 0115978 . We have detected a non-conformance with lot # 0115978. The specific finding is recorded as: on (B)(6) 2021, in incoming inspection it was found that non-sterile 30cc syringes experienced smudged printing. 9 out of the 20 syringes inspected, experienced this incorrect printing.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 9 syringe 30ml ll bns experienced scale marking issues. The following information was provided by the initial reporter: material no: 301033, batch no: 0115978. We have detected a non-conformance with lot # (B)(4). The specific finding is recorded as: on (B)(6) 2021, in incoming inspection it was found that non-sterile 30cc syringes experienced smudged printing. 9 out of the 20 syringes inspected, experienced this incorrect printing.